Event description:
It was further reported that there was high thresholds and the leadless ipg failed to induce pacing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative the leadless implantable pulse generator exhibited electrical parameters that were high. Retrieval was attempted but it was found that the tines could not be fully retrieved into the device cup of the delivery system under imaging guidance. After multiple attempts, the ipg was removed from the body for further testing. The first retrieval attempt outside the body was also unsuccessful. After several more attempts, the ipg was successfully retracted into the device cup. The deployment and retrieval process was then attempted again outside the body, but the process was sluggish. A blood clot in the delivery system was suspected, so the system was flushed multiple times with heparinized saline. Another attempt was made inside the body, but the deployment process remained sluggish. The ipg system was attempted/not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.